Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the pump had powered off while she was sleeping and she awoke with blood glucose (bg) of 300mg/dl. The patient denied symptoms of hyperglycemia and denied having ketones. The pump reportedly did not emit any low battery warnings or replace battery alarms prior to powering off. During troubleshooting, the patient was able to power the pump back on after trying multiple batteries. After the pump powered back on, it was noted in the pump history that there were two replace battery alarms that had occurred during troubleshooting while the patient was attempting to power on the pump. The reporter denied damage to the pump and stated that the battery cap had recently been replaced. The reported bg excursion does not meet criteria for a serious injury. This complaint is being reported because the reported power issue was not resolved with troubleshooting.

Manufacturer narrative:
Follow-up #1 date of submission 01/30/2014-device evaluation: the pump has been returned and evaluated by product analysis on 01/16/2014 with the following findings:a review of the black box showed multiple call service alarms, as well as replace battery alarms immediately following reboots. The voltage at the time of the alarms was low. Visual inspection found no damage to the battery cap or battery compartment. The battery cap was able to attach securely to the pump. The pump powered on normally with no alarms. The pump was exercised for 24 hours with no alarms and no power issues. The pump¿s electrical draws were found to be within required specifications. The pump was opened, and there was no damage found to the power circuit. Investigation indicated that the user was inserting partially discharged batteries when the batteries were replaced. The power complaint could not be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.